Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not couple with the cable and the cable coupling gauge would not connect and had a broken and corroded contact pin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper insertion of cable/improper handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cruciate ligament (acl) surgical procedure, it was observed that the electric pen drive device was not running smoothly and had intermittent operation. There was a five minute delay to the surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.